Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via a merlin@home transmission showing nonsustained rv oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. No oversensing alerts have been seen since the initial transmission. Recommended programming changes will be made when patient is able to present in clinic.